Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on the right lead. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. The investigation was unable to determine which lead recorded high impedances.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), lot: a000120156. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.